Event description:
It was reported that the user accidentally entered five consecutive dinner meal announcements on the ilet system, after which insulin delivery was paused due to rapidly falling glucose. Symptoms included low glucose with a reported nadir of 68 mg/dl, followed by return to range at 91 mg/dl. Outcomes included treatment with oral carbohydrates and guidance to resume insulin delivery once glucose stabilized. Investigation included troubleshooting and user education on appropriate response to unintended meal announcements and hypoglycemia management. Investigation of this case revealed user error related to accidental meal entries; no device malfunction was identified, and the device appropriately paused dosing in response to falling glucose. It was concluded that the cause was user error with appropriate device behavior.